Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door not fully latched" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The upper auxiliary assembly and lower auxiliary assembly were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 4 occurrences of "door not fully latched" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.